Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.75 x 24mm was returned for analysis. A visual, tactile and microscopic analysis was performed on the device. No stent was attached or returned, and the balloon was subjected to positive pressure. The length between the distal and proximal markerbands was noted to be 25.5mm in length. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent profile problem occurred. A 2.75 x 24mm synergy xd drug-eluting stent was deployed; however, during the procedure, the stent appeared longer when viewed on angiography, and the measurement between the markers of the retrieved balloon system was 25.5mm. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent profile problem occurred. A 2.75 x 24mm synergy xd drug-eluting stent was deployed; however, during the procedure, the stent appeared longer when viewed on angiography, and the measurement between the markers of the retrieved balloon system was 25.5mm. The procedure was completed, and no patient complications were reported.